Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. Per the legal manufacturer, the other issues identified in the initial report (a worn out lock latch and damaged picture in picture connector) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the patient sets became non-functional due to accidental failure.

Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and found a faulty board set. Additionally, a worn out lock latch on the video connector was observed causing loss of image when the pigtail was wiggled and a damaged picture in picture connector was found. The parts were replaced and the unit passed functional testing. The device was equipped with a updated software and the unit was returned to the user facility.

Event description:
The user facility reported that the device did not give an image when used with a sony monitor. The reporter stated there was no patient involvement. No additional information was provided.